Manufacturer narrative:
(B)(4). Concomitant medical products: vg crl mono-lck brg, p/n: 189262, l/n: 659910; vanguard cr ilok fem-rt, p/n: 183010, l/n: j6419377. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00950, 0001825034 - 2019 - 00951. Remains implanted.

Event description:
It was reported patient underwent a manipulation under anesthesia (mua) approximately two months post-implantation due to moderate stiffness. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Review of the medical records indicated that the patient had underwent manipulation under anesthesia. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.